Manufacturer narrative:
On (B)(6) 2021, additional information received indicated that the left device identity is cat#:3501670, lot#: 213380 and right device cat#: 3501670, lot#: 251573, sn#: (B)(6). On (B)(6) 2021: the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Date of event updated to (B)(6) 2011. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses, deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent an unspecified breast surgery with two unknown mentor saline breast implants has experienced left-sided implant deflation, and unexplained systemic symptoms postoperatively, including sick for years. The patient reported that the implant began to get bigger and one day it was deflated and that she has been feeling better ever since the implants have been removed. As a result patient had both implants removed on (B)(6) 2019. This report relates to the left prosthesis.